Event description:
It is reported that the patient was revised due to breakage of the femoral component. Loosening, osteolysis, pain, and wear are also reported.

Manufacturer narrative:
Surgical notes were returned for the implant surgery which took place on (B)(6) 2004. The surgical notes indicate that augments were used both on the femoral and tibial components due to lack of bone stock. It is also noted that the articular surface was removed after the tourniquet was released and reinserted. Several pictures of x-rays were received after the femoral component fractured. The x-rays indicate significant bone loss of the femur in the area that the femoral component and stem are connected. It also appears that the component were not fully aligned. However, zimmer employees are not health care professionals and are unable to provide medical advice based on x-rays. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.